Event description:
The truclear reusable handpiece was not working. We called the sales rep, and they told us to try another reusable handpiece. We did and we were able to proceed to the do the case. Item handpiece, cat #7209807.